Event description:
It was reported the patient failed to charge the ipg as recommend. In turn, the patient underwent surgical intervention wherein the ipg was explanted and replaced.

Event description:
Additional information obtained, identified therapy was restored post operatively.